Event description:
Received user medwatch report from FDA that states that the pt was undergoing excision of the left neck lymph node under mac sedation. While electrosurgical generator was in use, a fire started in the or, causing 2nd degree burns to the left side of the pt's face. A valleylab pencil was in use with the forcefx generator. The voluntary report also indicated "no bipolar or aem, oxygen was via face mask. "Pt was prepped with dura-prep and betadine. We were notified of this incident of an or fire on apr-25-2007 when we received the FDA request for add'l info with an attached voluntary report from the hospital.

Manufacturer narrative:
On feb-7-2007 the generator was received on a service request without any indication that an incident had occurred or that there was any customer complaint. The unit was tested by the service dept, met all specifications and was returned to the customer. We were notified of this incident of or fire on april-25-2007 when we received the FDA request for add'l info dated feb-11-2007 and postmarked april-23-2007. We contacted the customer after the receipt of the FDA request. She indicated that the generator settings were 35 cut and 35 coag. She still had the incident pencil, lot #931995 and said she would return it for eval. We have not yet received the incident pencil and have attempted to contact her again 3 times. Any add'l info received will be provided in a supplemental report.